Event description:
The patient reports after updating their personal diabetes manager (pdm), they were delivered 6.8 units of insulin uncommanded. The patient reports they almost collapsed and were at istanbul airport at the time of the event. No blood glucose levels or treatment was reported. The patient resides in germany but was travelling in turkey at the time of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Cloud data from the user for the day of 11dec2025 was downloaded and reviewed. Review of the cloud data found no bolus records for boluses of 6.8 u delivered on 11dec2025. Review of the patient history buffer (phb) data found that the system was used in manual mode between 13:40 and 15:25 on 11dec2025. The phb data showed that 189 pulses (9.45 u) of basal insulin was delivered during this period. The user's manual basal program was determined to be significantly higher than their total daily insulin (tdi) based adaptive basal rate, indicating that the user was receiving less basal insulin while in automated mode than they were receiving in manual mode. No evidence of an uncommanded bolus of 6.8 u was observed in the available cloud data.